Event description:
A malfunction alarm was reported, identified by the code malf 0. There was no reported adverse impact to the customer's blood glucose level. The customer was assisted by technical support, who provided pump reset information, helped reset the malfunctioning pump, and confirmed that the issue did not recur after resetting. The customer was advised to continue using the pump and to contact support again if the malfunction reappeared, which they agreed to.